Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield detaches. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the safety shield detaches.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-27. H.6. Investigation summary: "material #: 368607. Lot/batch #: 2139862. Bd received a total of 96 samples (two packages of 48 samples each) for investigation. Forty (40) of the samples (20 from each package) were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield detaches. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the safety shield detaches."